Event description:
The customer reported an error code charger failed message displayed on the system during a procedure.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the carm batteries. The system operates as intended.